Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers family member reported via phone call that the insulin pump alarmed critical pump error and it was beeping. The customer¿s blood glucose level was 334 mg/dl at the time of the incident. Customer also reported another pump error on insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.